Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with an alert for out of range pacing lead impedance. Upon review the right ventricular lead exhibited high impedance. The patient was seen in clinic. Sensing and threshold were within normal limits. Dft testing was done and the high voltage impedance was within normal range. Scar tissue at the lead tip tissue interface was suspected. The patient was in a stable condition and would continue to be monitored routinely.